Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1. 83 mg/dl, 43 mg/dl, and 48 mg/dl 2. 120 mg/dl and 60 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.